Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The customer's report was duplicated and attributed to the onestep cable. As a result, the onestep cable was scrapped and a replacement was arranged under zoll UK to remedy the report. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to detect the attached internal paddles. Complainant indicated that there was no patient involvement in the reported malfunction.